Event description:
It was reported the customer received a motor error alarm during a basal. Customer stated the insulin pump was not exposed to a high magnetic field. The customer also stated they were able to rewind the insulin pump. Customer's blood glucose was 223 mg/dl. Customer stated he would monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).